Manufacturer narrative:
Date of event: unknown, not provided: it was reported that gradual onset prior to (B)(6) 2018. (B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony intraocular lens (model zxr00 21.5 diopter) was explanted from patient¿s right eye because of patient complaint of seeing lens pattern. Reportedly lens from another manufacturer was used as replacement lens for the patient. There was no vitrectomy, no sutures and no incision enlargement required. Patient was stable post exchange. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.